Event description:
Previous bilateral breast augmentation with silicone gel implants. Now has bilateral capsular contractures. Pt underwent bilateral implant removal and capsulectomies. Pt also underwent bilateral breast augmentation with saline implants and bilateral mastopexy.